Event description:
Event description guidant received information that the patient with this pacemaker experienced syncope. While in the hospital, this pacemaker was interrogated and found to be in back-up mode, as revealed by programmer screens. The leads were also noted to be in unipolar configuration, when they had previously been programmed to bipolar configuration. It was suspected that oversensing with pacing inhibition due to the unipolar lead configuration caused the patient's syncope. The leads were re-programmed back to bipolar configuration, however, the device reverted to back-up mode when the field representative received a call on his cellular phone. The pacemaker was, therefore, explanted, as it was presumed that it was too sensitive to external electromagnetic interference.